Manufacturer narrative:
Additional information was obtained from the patient that she has had no further stents placed in her heart since the placement of the cypher stent. "Patched up" referred to placement of stents in her stomach for an aneurysm and a knee replacement. She has had no further problems. Therefore, with the new information, there is no evidence of the previously reported restenosis and no serious injury requiring submission of an MDR. No further reports will be forthcoming regarding this patient.

Event description:
Patient called for medical information and reported an adverse event. Patient had a cypher stent placed in the lad due to unspecified reason on u/u/u. Beginning u/u/u, patient reported she was all "patched up" which was not further clarified. No further information was obtained.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.